Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported that a v-tach alarm was triggered at 13:27 and was not heard by the clinical staff until 14:02 .the device was in use monitoring patients. No adverse event was reported.